Event description:
Screwdriver broke removing a center screw from a revision.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.